Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was not performed. The customer reported that report output via carelink, smart guard and sensor usage rates were displayed in the evaluation and progress reports over 100%. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-7350.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating a&p report for the user in carelink support application and observed that this is expected. Not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event that there is no evidence to suggests. After conducting thorough investigation by downloading the uploaded data from database and identified that the current logic includes ambiguous data in the calculation, so the snapshot has the following auto mode ranges: 0) dec 30 00:00:00 utc 2024, jan 06 19:53:30 utc 2025. 1) jan 06 01:07:35 utc 2025, jan 07 05:23:00 utc 2025. 2) jan 07 10:46:21 utc 2025, jan 13 00:00:00 utc 2025. As you can see jan 06 was taken two times because of time change and hence the % is more then 100%. To assist with the resolution , we provided below feed back to helpine in a&p report, â¿¿smartguard (per week)â¿?exceeding 100% is due to considering data in the ambiguous period , its is expected behavior. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of this issue is because the data is ambigious due to time change which will be included in the calculation. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.